Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced a hard disc drive (hdd) failure. The cns also displayed an "hdd port 2 error" code during patient monitoring. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: per tn-1270 for pu-621r and pu-681r, hdd port error alarm on the cns occurs when the used hours of the hdd had exceeded 20,000 hrs. Hdd port error prompts the user to check the condition of the hdds when it has exceeded 20,000 hours of runtime. Users may replace the hdds or may continue to use the hdd after the inspection of the condition of the hdd. Failure to replace the hdd or inspect the hdd may lead to hdd failure. To mitigate the risks from hdd failures, the cns is designed with raid (redundant array of independent disks), so that if one hdd fails, another hdd can take over. The manufacturer also provided all sites with ".bat" file patch which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail and had also updated device manufacturing process to incorporate the ".bat" file function. Labeling and operator's manual for various generations of the cns recommend periodic maintenance or replacement of hard disk drives. The overall risk rating of the event is low. No corrective action would be performed at this time.

Event description:
The customer reported that the central nurse's station (cns) experienced a hard disc drive (hdd) failure. The cns also displayed an "hdd port 2 error" code during patient monitoring. No patient harm was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a hdd failure. The customer also reported that their cns started displaying an "hdd port 2 error" code during patient monitoring. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) experienced a hdd failure.